Event description:
It was reported that the drill bit broke inside the attachment. It was further reported that there was no patient involvement or adverse consequences.

Manufacturer narrative:
The attachment used with the drill bit was returned and evaluated, it was confirmed that the broken piece of the drill bit was in the attachment. Lot number information for the drill bit has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this event is: (B)(4).